Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead is attached to a competitor device and showing low out-of-range (oor) impedances of less than 7 ohms. Boston scientific technical services (ts) was consulted and suggested that there is a lead issue and that they should discuss next steps with the physician. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted the lead was returned severed in two pieces and there was a knot tied in the lead. There were setscrew markings noted on the lead, and cuts and tears in the insulation. There was dried bodily fluid noted in the lead lumen and the helix was retracted with tissue entwined. Analysis concluded that due to the location and type of damage this was likely caused by entrapment in the clavicle/first-rib region.

Event description:
Additional information became available that this lead was explanted and replaced.